Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg site. The patient was given antibiotics. Nevro attempted to obtain additional information regarding the infection, but none was available. The patient is recovering and there have been no reports of further complications regarding this event.